Event description:
The rptr stated that he was having hyperglycemic symptoms (very thirsty and frequent urination); however, his meter gave blood glucose results of 130 and 140 mg/dl. He said that he is new to testing (son had been doing his testing before). Rptr was not waiting for his meter to prompt before inserting test strip. He had not compared his strip to the color chart on strip vial. A control solution test was within range (numbers not available). Since training with the lifescan rep, the rptr has readings consistent with symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8